Event description:
During use of a brite tip sheath (6f 23cm) it was reported that the distal tip of the cannula became frayed during insertion. Patient information is unknown. The target lesion was unknown. The product was properly inspected and prepped and no anomalies were noted. Approach was made from the femoral artery. The access site was not scarred or calcified. When the physician attempted to insert the sheath into the artery there was some difficulty. When the device was removed the physician noticed that the brite tip on the cannula was frayed. The sheath was not kinked or bent. The guidewire was not kinked or bent. The sheath was exchanged for a different sheath introducer and the procedure was finished successfully. There was no reported patient injury.

Manufacturer narrative:
The product is not available for evaluation and testing. Additional information will be submitted within 30 days upon receipt.

Manufacturer narrative:
During use of a brite tip sheath (6f 23cm), it was reported that the distal tip of the cannula became frayed during insertion. Information about the patient or target lesion was unknown. The product was properly inspected and prepped and no anomalies were noted. Approach was made from the femoral artery. The access site was not scarred or calcified. The physician experienced some difficulty when attempting to insert the sheath into the artery. When the device was removed, the physician noticed that the brite tip on the cannula was frayed. The sheath was not kinked or bent. The guidewire was not kinked or bent. The sheath was exchanged for a different sheath introducer and the procedure was finished successfully. There was no reported patient injury. The device was not returned for analysis. A review of the manufacturing documentation associated with this lot revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. Without return of the device for analysis, the complaint could not be confirmed. Based on the information provided, it is not possible to determine the root cause of the frayed condition; however, procedural/handling factors may have contributed to the complaint. There is no evidence that the fraying was related to a design or manufacturing issue, therefore, no corrective action will be taken at this time.